Event description:
It was reported by service report that the zoom feature would operate in an unintended direction when activated. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Results: zoom; pcb box.